Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Problem description: 120-4540 power/watchdog timer failure. (B)(4). Investigation summary: confirmed failure mode at power up 120-4540 power/watchdog timer. From alaris tech service manual 120-4540 explanation is: "charger chip could not turn off by it's watchdog." Conclusion: replacing power supply confirmed watchdog failure is due to power circuit. Board will be sent to mrb process and analyzed by ops lab at a later date. Rework: replace tc10006929 logic board. Replace tc10006177 assy. Display flex cable. (Broken during analysis) disposition: route to service for normal process. (B)(4). Tc10006929 is the power supply board, not logic board. Replaced power supply board.